Manufacturer narrative:
Abbott made the decision on (B)(6) 2018 to initiate a voluntary recall. No patient involved with this event. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the cmag motor was not working and was being sent in for a repair. There was no patient involved with this event.

Manufacturer narrative:
The reported event of the centrimag motor ¿not working¿ could not be confirmed through the evaluation of the returned centrimag motor and a root cause could not conclusively be determined through this evaluation. The returned centrimag motor was tested numerous times and never triggered an error message. No functional issues were found. A full functional checkout was performed and the unit passed all tests. An inspection of the motor cable was also performed and no issues were found with the cable. The motor will be returned to the customer site. Abbott's centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, the user is instructed not to use the centrimag motor. This document also states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document warns the user to always have a spare centrimag motor and back-up equipment available.